Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system failure. This was due to the intra-aortic balloon catheter that broke and blood went inside of the iabp and the system failed.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verified blood intrusion in the iabp. The fse replaced the patient interface module (0997-00-1178) to fix the issue. The fse had also replaced the expired back up batteries (0146-00-0097), and the expired 9v memory battery (0146-00-0146). The fse then performed and completed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).